Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 8021545. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219.

Event description:
It was reported that the patient experienced the high bg event on (B)(6) 2026. The infusion set had been in use for less than 48 hours and treated with insulin pump.